Event description:
It was reported that the patient alarm sounded and upon interrogation varying and high impedance was noted on the svc (superior vena cava) portion of the right ventricular lead. A nips (non-invasive program stimulation) test was performed and the svc portion of the lead was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.